Event description:
It was reported that when using the bd pyxis¿ medstation¿ es printer was not working. There was an issue with reports printing on labels. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the printer was not working. A technical support specialist (tss) logged into the printer remotely via remote support service (rss) and updated the printer configuration to set the ftp printer as the default. The customer tested label and report printing, which completed successfully from the ftp printer, and confirmed that the case could be closed. The system functioned as intended after technical support specialist troubleshot the device.